Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyles devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly post procedure, both pre-placed sutures broke while pulling on the rail-end to advance the knot with the suture trimmer. Two additional devices were used and also experienced suture breaks. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Sterile/unused devices from the same part and lot numbers were tested. Testing does not indicate a lot specific issue in regard to suture separation during knot advancement. Based on the information provided, a definitive cause for the reported suture separation could not be determined. The subsequent treatment appears to be related to circumstance of the procedure. Factors that may contribute to suture separation include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.